Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: a visual inspection of the returned device found that the spring tip is broken in the distal section 329.1cm from the proximal section. The spring tip was not returned. Overall length and outer diameter of the distal tip could not be measured due to the device condition. All other outer diameter measurements are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that wire fracture occurred. The target lesion was located in the calcified proximal left anterior descending artery (lad). A 330cm rotawire and rotablator burr were used to treat the lesion successfully. After the procedure when the physician started to remove the rotawire from the patient, it was noted that about 1cm of the platinum tip was broken and left inside the vessel. The tip of the rotawire was then fixed to the vessel wall with two 2.5x20mm promus premier stents. No further patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that wire fracture occurred. The target lesion was located in the calcified proximal left anterior descending artery (lad). A 330cm rotawire and rotablator burr were used to treat the lesion successfully. After the procedure when the physician started to remove the rotawire from the patient, it was noted that about 1cm of the platinum tip was broken and left inside the vessel. The tip of the rotawire was then fixed to the vessel wall with two 2.5x20mm promus premier stents. No further patient complications were reported and the patient's condition was stable.